Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient was awoken as she slept by an "electrical jolt that went out both arms". The patient was unable to charge her implantable pulse generator (ipg) since that happened. The patient also stated that her ipg was feeling warm even when she wasn't charging. There were no precipitating events such as a fall or car accident. At the time of this report the ipg was dead so no electrical analysis could be done. The patient was instructed on how to trickle charge the device at home and was going to follow-up with the healthcare provider (hcp) on (B)(6) 2015 in the late afternoon. At the follow-up appointment the patient was able to recharge the device normally and the power on reset (por) was cleared. The patient also mentioned that she felt a sporadic temperature increase over her ipg site without charging. All impedance were within normal levels (wnl) and it was decided that the ipg should not be replaced unless further issues arise or persist. The event occurred during normal use. The patient status at the time of this report was "alive-no injury."